Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call on the behalf of customer that they experienced high blood glucose level of 565 mg/dl. They did not provide the symptoms regarding high blood glucose. Nurse stated that the customer need emergency supplies. The insulin pump was not returned for analysis.